Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a "white bar running vertically through the screen." Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Device not returned.